Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver compounded baclofen at 832mcg/day. Concentration information was not available. It was reported that the patient had an increase in spasticity. The patient had a dye study due to complaints of loss of therapy and increased spasticity/tone. The date of the dye study was not known. A negative dye study occurred along with swelling around the lumbar incision. The dye study revealed a possible cerebrospinal fluid (csf) leak around the entry of the catheter into the intrathecal space. A catheter revision was scheduled for (B)(6) 2024. In regards to environmental, external, or patient factors that may have led or contributed to the issue, there was "nothing notable". At the time of this report, the issue was not resolved and the patient status was "alive-no injury". Additional information received on 2024-02-15 indicated the patient had a dye study due to complaints of loss of therapy and increased spasticity/tone. The date of the dye study was not known. Per the patient, it showed a "pooling" of contrast dye outside of the epidural space. A catheter replacement occurred on (B)(6) 2024. The patient's proximal catheter connector broke, causing a csf leak and a loss of therapy. The proximal portion was replaced with an 8784 pump segment revision kit and therapy was reinstated with confirmation of csf flow. As of (B)(6) 2024, the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but were unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 18-apr-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: catheter. Product ID: 8782, serial# (B)(6), product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 2025-04-18, UDI#: (B)(4) h3. Analysis of the 8780 identified the collet was {detached/missing} from the catheter to catheter connector. Analysis of the 8782 determined the collet was not fully locked into place. H6. Correction: device code: a26 is also applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) via the return paperwork and it was reported there was a broken collette.

Manufacturer narrative:
H3- analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.